Event description:
It was reported that during a supply change for an ilet bionic pancreas using a contact detach infusion set, an alert was heard and the user reported a blood glucose of 40 mg/dl; the user attributed the low to inadequate carbohydrate intake for a ¿usual¿ announcement, and the agent paused the supply change and provided stepwise hypoglycemia treatment guidance before completing the supply change successfully. Symptoms included hypoglycemia. Outcomes included resolution of the low blood glucose after oral fast-acting carbohydrates and completion of the supply change without further concerns. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction and a user-related precipitant consistent with inadequate meal coverage while using automated dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.